Event description:
The facility reports the customer was being assisted into the pool using the pool lift. When the customer sat on the hoist, the chair dropped approximately 4 inches and the customer disclocated their knee. The customer later relocated their knee themselves.